Manufacturer narrative:
A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical and stability were reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The exact date that the incident occurred is unknown. The date entered is based on the caller report of "end of (B)(6) 2021". The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that at the ¿end of (B)(6)¿, an unspecified low scan was received on the adc freestyle libre sensor compared to an unspecified result obtained on a built-in meter. The customer experienced symptoms of fatigue and seizure and was unable to self-treat. The customer had contact with a healthcare professional who with the customer¿s mother provided drops of orange juice as a treatment. A glucagon injection was administered by a nurse as an additional treatment and the customer was reportedly hospitalized for 6 days. No further information was provided. There was no report of death or permanent injury associated with this event.